Event description:
It was reported that the surgeon decided to implant the device which was 12 days past the labeled expiration date. It was also reported that cultures were taken and they tested negative.